Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they were having a little more urinary retention than usual so they wanted to check their settings. The patient got the message eos on the patient programmer today. The patient said, they had the battery checked by the doctor's pa in march and they told them that the battery was fine and they wouldn't have to come back and have it checked next year. They were told they thought it would last another 5 years. On may 3rd they increased the setting from 6.9 to 7.4 ma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient said when they got the implant the manufacturing representative said the device would last ten years.